Event description:
It was reported that a patient experienced delayed union possibly related to the procedure and was treated with dynamisation by removal of the proximal screw approximately 14 months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.